Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 43 mg/dl. Customer stated that he was starting a new sensor and tried to auto connect to the transmitter. Advised customer to have the transmitter to fully charge and call back to get assistance. The customer had symptoms such as lightheadedness. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 43 mg/dl at the time of the call. No troubleshooting was performed on low blood glucose. C customer stated that possible reason for low blood glucose was have not eaten enough food and due to level of activity. Customer's blood glucose was 89 mg/dl before ending the call. The product was not returned for analysis.